Event description:
At end of procedure, medical doctor (md) attempted to use mynx control vascular closure device with long sheath in. Mynx failed, manual pressure held, patient became hypotensive, return to catheterization lab for peripheral percutaneous transluminal angioplasty (pta).